Event description:
It was reported that the insulin gauge was inaccurate intermittently. There was no reported impact to the customer¿s blood glucose level. Caller resolved the issue by reloading same cartridge.